Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that there was a dent on the expiratory tube of an rt106 adult inspiratory-heated breathing circuit. This was observed during setup of the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt106 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the returned rt106 adult breathing circuit was visually inspected. Results: visual inspection revealed a dent on the expiratory tube of the returned breathing circuit, confirming the reported fault. A lot check was not performed as no lot information had been provided. Conclusion: all breathing circuits are visually inspected before leaving the production line and those that fail are rejected. The subject rt106 adult breathing circuit would have met the required specification at the time of production. This suggests the affected breathing circuit was dented post production, possibly during transport or storage. This is the only complaint of this nature that we received for all adult breathing circuits in the last year to the end of march 2012.